Event description:
It was reported the customer had a motor error alarm while rewinding their insulin pump. Customer also had other motor error alarms in their alarm history. The customer's blood glucose was normal and did not require medical treatment. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.